Event description:
During the last ICD check, it was reportedly noticed that the displayed pacing/sensing statistics were inconsistent. An explanation was required. Preliminary analysis confirmed the reported inconsistencies. Investigations are ongoing.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.